Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge during the filling process. Tandem technical support educated the customer that any residual air should be removed from the cartridge. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.